Event description:
Same case as 6000093-2004-00938. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the non tortuous, non calcified left anterior descending (lad) artery. The vessel diameter was reported as 2.75 mm. The vessel was pre-dilated. The physician placed a taxus express2. 2.75 x 32 mm and 2.75 x 16 mm drug eluting stent in a lad. The physician did not encounter much resistance while removing the balloon from the 2.75 x 32 mm stent. When he deployed the taxus 2.75x16 mm stent he met great resistance removing the balloon. He finally managed to release the balloon. No pt injuries or complications were reported.